Event description:
Meter name: one touch basic original. Strip name: lifescan. Meter code: 8. Strip code: 8. Strip storage: unknown. Symptoms: no symptoms. A patient reported they were treated by emt. Their meter allegedly was inaccurately high. The result on their meter was 241 (no units). The result on the emt meter was 181 (no units). The time difference between patient's meter and emt was unknown. Treatment was IV glucose and food. Patient had a seizure as a result of low blood sugar. No further info has been reported.